Event description:
It was reported that the screw driver malfunctioned during the case. There was difficulty in capturing the set screw to tighten screw. No patient complications were reported

Manufacturer narrative:
(B)(4). The device was returned for evaluation. There are two cracks in the tip of the driver 180° apart in the corners of the hex. This type of break is usually seen with over load during a bending moment. The torque test revealed that several times the driver did not release till 90 lb-in, the upper limit for the drive is 88. A review of the device history records did not identify any applicable nonconformance to specification.